Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales representative reported that during surgery the closure top sheared off. No harm to patient, surgery extended 15 minutes. Additional information received on the following month, the sales representative reported that during a transforaminal lumbar interbody fusion (tlif) the surgeon was implanting a closure top. The closure top sheared the threads on both the tulip head and the closure top. The surgeon attempted to implant another closure top when the threads for the second closure top sheared off. The surgeon intervened and explanted the closure top and the screw and implanted another. The case was completed as expected. There was no reported injury to the patient.